Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: d,e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller stated they have been getting flow rate alerts for several hours in an arctic sun device. They confirm the flow was fine before patient went to CT. Guided to event log, system hours 3339, pump hours 627, inlet pressure (ip) was -2.2psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.1lpm. Stopped therapy, disconnected pads and placed device in manual control. Placed pads to fluid delivery line (fdl) one at a time and inlet pressure (ip) stalled at 3-.5psi with both the thigh pads (chest pads had normal psi alone). They will change pads, stopped therapy, drained pads, disabled manual control. They should hold the pads for investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller stated they have been getting flow rate alerts for several hours in an arctic sun device. They confirm the flow was fine before patient went to CT. Guided to event log, system hours 3339, pump hours 627, inlet pressure (ip) was -2.2psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.1lpm. Stopped therapy, disconnected pads and placed device in manual control. Placed pads to fluid delivery line (fdl) one at a time and inlet pressure (ip) stalled at 3-.5psi with both the thigh pads (chest pads had normal psi alone). They will change pads, stopped therapy, drained pads, disabled manual control. They should hold the pads for investigation.